Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a recurrent coil embolization at the anterior communicating artery (a-com), the embolization started with a 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (201d, 3051697006). A prowler select plus microcatheter (30397531, lot unknown) was delivered to the lesion. The pulserider was prepped as per the instructions for use (IFU) and was attempted to be inserted into the microcatheter but there was a resistance felt between the pulserider and the junction at the hub. It was further clarified that the device was not able to be advanced into the lumen of the microcatheter hub. It was re-sheathed once, but the same issue continued. The pulserider was removed from the patient. The physician noticed that axis of the complaint device was out of position. It was replaced with another pulserider (same catalog number, different lot number). It was delivered without any problems with the same microcatheter, and coil embolization was done. The replaced coil was detached, and the procedure was completed. The event did not result in a loss of cerebral target position. A continuous flush on the microcatheter was maintained. A non-sterile unit pulserider t, 3mm, 8mm arch was received inside of a pouch, it was visually inspected, and no damages were observed on it. The device was inspected under a microscope and it was noted that the fork section below the anchor was found with a bent condition, no other damages or anomalies were observed during the microscopic inspection. The functional test could not be performed due to the bent condition noted on the fork section of the pulserider t, 3mm, 8mm arch. A review of manufacturing documentation associated with this lot 3051697006 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. During the visual inspection of the pulserider t, 3mm, 8mm arch no apparent damages or anomalies were observed, however a microscopic inspection revealed that the device has a bent condition at the fork section below the anchor. This condition is related with the customer complaint regarding an ¿anrd ¿ damaged¿ and could be related with the customer experience regarding an impeded in microcatheter condition. Based on the findings during the analysis, the customer complaint was confirmed. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following recommendations: do not torque or rotate the delivery wire more than 5 revolutions without observing a response at the distal end. Torqueing the device with the implant deployed and engaged in the vasculature may result in fracture of the device which could make removal difficult or impossible and may cause vessel damage or dissection. If the desired torque response is not obtained at the distal end after applying 5 proximal revolutions, remove the device from the patient, inspect for damage, and replace device if damage is evident or suspected. Never advance or apply torque against resistance without careful fluoroscopic assessment of the cause. Movement against resistance may result in damage to the vessel or the device. If the cause cannot be determined, withdraw the device from the patient and replace with a new device. Carefully inspect the package, implant, and delivery wire to ensure they are not damaged. Do not use the device if the sterile barrier is compromised or the device is damaged. Inspect for device damage. The implant should be unconstrained within the protective housing and should be attached to the distal tip of the delivery wire. The introducer should be loaded on the delivery wire proximal to the implant and extending through the rhv into the protective housing. Do not use the device if the implant or delivery wire appear damaged in any way. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a recurrent coil embolization at the anterior communicating artery (a-com), the embolization started with a 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (201d, 3051697006). A prowler select plus microcatheter (30397531, lot unknown) was delivered to the lesion. The pulserider was prepped as per the instructions for use (IFU) and was attempted to be inserted into the microcatheter but there was a resistance felt between the pulserider and the junction at the hub. It was further clarified that the device was not able to be advanced into the lumen of the microcatheter hub. It was re-sheathed once, but the same issue continued. The pulserider was removed from the patient. The physician noticed that axis of the complaint device was out of position. It was replaced with another pulserider (same catalog number, different lot number). It was delivered without any problems with the same microcatheter, and coil embolization was done. The replaced coil was detached, and the procedure was completed. The event did not result in a loss of cerebral target position. A continuous flush on the microcatheter was maintained.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.